Event description:
The patient was implanted with a vented electric left ventricular assist device (lvad). It was originally reported by hospital staff that while the power base unit (pbu) was plugged in, the ac fail led alarm went off and hospital staff assumed the pump had stopped. Hospital personnel hand pumped the patient, swapped controllers and switched patient from pbu to battery support to restart the pump. Upon visual inspection, the biomedical engineer noted dust in the pbu fan and believed that the pbu overheated and went into ac power fail mode. Further clarification with the biomedical engineer revealed that hospital personnel were alerted to a pbu ac fail alarm and had "assumed" the pump had stopped. Hospital personnel subsequently connected the hand pump and saw the hand pump filling and emptying itself. They proceeded to then swap controllers and change the patient to battery support. The patient was switched to back up pbu. The hospital biomedical engineer believes the pbu was still powering the pump as the unit has a backup battery, but hospital staff did not recognize this.

Manufacturer narrative:
Patient remains ongoing on lvad support. The power base unit will be returned to manufacturer for further evaluation. No further information is available at this time.